Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s device had stopped working in mid-2012. Additional information received from the patient reported that they were having bad problems with their back which created issues with sciatic. The patient stated that the device ¿ran out of steam mid 2012¿ and had been dead ever since. There were no further complications reported or anticipated.